Event description:
During the one month follow-up post placement of the zenith endovascular graft, a stent fracture was observed. There was also detected a type ii endoleak. Upon review of the film images and the mms data, the physician decided not to treat the stent fracture, as there was no evidence of leak from the site.